Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2528 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of dysmenorrhea, menorrhagia, pelvic pain female, intubation difficult, malignant hyperthermia, gallbladder operation, smoker (she has 4 history of cigarette smoking; quit date: (B)(6) 2014), colonoscopy, covid-19, abnormal uterine bleeding, anemia, latex allergy, hospitalization (hospitalizations: childbirth), depression, postpartum disorder nos (mental disorder complicating pregnancy, postpartum condition or complication. Desires permanent sterilization), cholecystectomy, menarche (menarche occurred at age 12.), miscarriage, parity 3 and multi gravida. Previously administered products included: celexa [citalopram hydrobromide], provera and lysteda. The patient had a family history of type 2 diabetes mellitus and hypertension. Concomitant products included sprintec (ethinylestradiol; norgestimate), motrin [ibuprofen], toradol (ketorolac tromethamine), tylenol (paracetamol), ibuprofen, doxycycline monohydrate and diazepam. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2499 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopically assisted vaginal hysterectomy and laparoscopic salpingo-oophorectomy right salpingec). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: specimen and source: uterus, cervix, left tube and ovary, right ovary. Final diagnosis: uterus, hysterectomy: cervix and endocervix: nabothian cysts. Mild nonspecific chronic inflammation. Ciliated cell metaplasia endometrium : late secretory phase endometrium, negative for atypia and malignancy myometrium : superficial adenomyosis ovary and fallopian tube: left ovary : benign endometriotic cyst and corpora albicantia. Cortical adhesions. Left fallopian tube: focal endometriosis. Benign para tubal cyst. Serosal adhesions. Fallopian tube, right salpingectomy: no significant histopathologic changes soft tissue, not otherwise specified: hyalinized nodule with hemosiderin deposition and dystrophic calcification. Comment: the requisition lists the specimens submitted as "uterus, cervix, tube and ovary, right ovary". Only one ovary is received, and the bilateral fallopian tubes are received. Per the operative report obtained format the electronic record, the specimens submitted are "uterus, cervix, tube and ovary, right tube. Clinical information: menorrhagia. Gross examination: (B)(6) 2023. Bilateral essure devices are present with the proximal fallopian tubes demonstrating no obvious migration. Following removal of the right tube and partial left tube the 116.5 gm uterus and cervix demonstrates a measurement of 9.0 x 7.5 x 4.0 cm. The 6.0 x 0.8 x 0.7 cm right fimbriated fallopian tube demonstrates a completely transected unremarkable lumen (a right ovary is not present). The 5.5 x 4.0 x 3.9 cm left ovary is pink-tan and focally roughened. Sectioning reveals a smooth walled chocolate cyst. No normal appearing ovarian parenchyma is identified grossly. The attached left fimbriated fallopian tube (3.5 x 0.5 x 0.5 cm) demonstrates a completely transected lumen. Free-floating within the container is a 0.6 x 0.5 cm piece of pink soft tissue. [Pregnancy test] on (B)(6) 2015: negative. [Ultrasound scan] on (B)(6) 2022: revealed the uterus to measure 7.9 by 4.3 x 4.7 centimeters. She had a 4.1 x2.4x 3.9 centimeter simple appearing left ovarian cyst. On follow-up the cyst on the left was still present and appears to be hemorrhagic measuring 3.3 x 2.3 x 2.3 centimeters, at the myometrium appears course consistent with probable adenomyosis. Endometrial biopsy returned as mid secretory. Pattern. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-sep-2023: medical record received. Surgical pathology report added medical history & concomitant drug, lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2528 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 25-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.